Manufacturer narrative:
Continuation of concomitant: addr01 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the patient met with a physician who stated there is only 1.5 years left on the device, which had been implanted two years ago. The patient further reported that, "wires are having problems." The device and leads remain in use. No patient complications have been reported as a result of this event.